Manufacturer narrative:
Result: the pin connector on the communication cable had to be repaired.

Event description:
It was reported by service report that the nurse call was not working. No pt involvement or adverse consequences were reported.